Manufacturer narrative:
Product complaint (B)(4). Batch # r59w25. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one ecr60g cartridge loaded in the device. The cartridge reload was received broken and partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot and knife were noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: when firing, the unexpected sound was heard and the knife stopped. The staples of proximal end were formed properly. But the staples of middle part of the jaw were not formed properly and the staples of distal end were not deployed. Because the jaws were not opened, the distal end of the rectum was cut by harmonic and the tissue with the jaw was moved under the small incision. Seeing directly from the small incision, the tissue was removed by the forceps and the device was removed from the patient. When trying to open the jaw, the tissue of rectum was damaged and the feces was leaked into the intra-abdominal. Washing the rectum was performed. The procedure was not changed. The rectectomy with permanent colostomy was planned and performed. Dr. Commented that the target tissue was thick and hard because of pre-operative chemotherapy. The patient is stable pod 1 and is monitored. The patient is stable without having a fever as of (B)(6). The procedure was changed from the rectectomy to the removal of the anal ducts. The postoperative treatment and monitoring the patient are planned to be performed longer than usual. The patient¿s hospitalization is planned for 3 weeks. The patient was recovered and discharged last thursday. Dr. Checked the video of the procedure. It was difficult to approach. There was no forceps in the jaws when firing. The first line of the photo was the line which the device was approaching. There was the tumor which were thick tissue between the second line and third line of the photo. Dr. Thought the area which the device was approaching was thicker than usual, but not too much thick. Additional information requested and received: were any clips used in vicinity prior to firing? Yes. There were clip and forceps near the device at the firing, but the jaws did not clamp any hard objects. What troubleshooting steps were taken in attempt to open device? The manual override lever used to open the device, but the jaws didn't open. Was the manual override able to return the blade? No. The knife didn't return to home position. What is the current patient status? The patient was discharged on (B)(6).

Event description:
It was reported that during a laparoscopic resection of rectum, an unexpected sound was heard at the first firing, and the knife stopped on the way of returning to home position. The manual override lever was used to release the device, but the device could not be removed from the patient. Then, the procedure was converted to semi-open procedure. The forceps was used to remove the device from the clamped tissue. It was found that the inner line of the cartridge deck rose up and it was damaged when the device was checked after the event.